Event description:
It was reporter that during a low anterior resection procedure, the surgeon was transecting the proximal bowel and noticed that the staples did not form at the distal tip. The bowel did not have any noticeable leaks due to staple formation. The surgeon oversewed the staple line to complete the case. There was no patient consequence.